Event description:
Healthcare professional reported left side "rupture/deflation¿. Later, healthcare professional reported left side "deflation and exchange." Additionally, healthcare professional reported "implant partially deflated, valve was loose in implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/or damage: observed, total delamination of valve assessed as adhesive failure. Additional observations: creases are observed. White particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation¿.

Event description:
Healthcare professional reported left side "rupture/deflation¿. Later, healthcare professional reported left side "deflation and exchange." Additionally, healthcare professional reported "implant partially deflated, valve was loose in implant." Device has been explanted.